Event description:
It was reported that the patient (pt) reported they were able to charge their implanted neurostimulator yesterday and on saturday, but when they went to charge the implanted device this morning, the controller became unresponsive. Patient said they tried resetting the controller, but that did not resolve the issue. Agent walked patient through removing the battery pack, plugging the controller into the ac power supply, patient confirmed the controller powered on. Agent had patient re insert the battery and confirmed the green light on the controller was flashing. The troubleshooting steps that were taken on the call resolved the issues. Pt called back stating they got the same code and could not recharge the ins. Pt took a picture of the code and it showed they got rm05 this time. During call pt verified no damage to the rtm or to the controller charging port. Pt called back stating they got a new controller but still got the same rm05 error code. Pt noted they did just get a new rtm. Pt could not recharge the ins and it was off. Agent suggested pt to consult with hcp and rep if new battery pack did not resolved issue. Pt called back stating they are having the same issue documented in this case. Pt plugs in the recharger to controller and sees system problem "m05". Agent had pt reset controller and check for damage- no visible damage to controller port or recharger. Agent had pt unplug and reinsert recharger into the controller 2 times on the call but issue persisted. Pt denied any falls/trauma but stated ever since being implanted with the battery in their hip, it is tender and sore and sometimes hurts when they sit due to the location of the implant. Agent consulted with repair and sent email to repair to replace the controller. Agent will follow up with pt tomorrow. Pt called back in and reported their replacement controller did not resolve the issue. Agent re-directed the pt to their managing hcp and representative as the pt currently has all new replacement equipment. The rep met with the patient and noted the issues were resolved. Then the pt called back and said their recharger (rtm) is getting really hot. They spoke with rep about this and was told to call to get replacement rtm. Pt is using the most recent rtm that was sent, and has been sent replacement equipment, and got it all sorted out with rep, and is sending back old equipment. Emailed repair to send replacement rtm.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt (serial: (B)(6)); implant date: n/a; explant date: n/a; product ID: m995402a001 (serial: (B)(6)); implant date: n/a; explant date: n/a; product ID: 97745nt (serial: (B)(6)); implant date: n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name: intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the patient returned a different recharger.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(4), product ID m995402a001, serial# (B)(6), product ID 97745nt, serial# (B)(6), product ID 97755-s, serial# (B)(6), product type: recharger. Product ID 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.